Manufacturer narrative:
(B)(4). During the evaluation, the device passed 3 simulated patient therapies with no problems encountered. Voltage measurements taken with a fluke dmm revealed all voltage are within specification if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed and found no issues. Review of the device service history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A supplemental medwatch will be filed upon completion of baxter's investigation, or if additional relevant information is received.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. The patient was performing pd therapy on the homechoice at the time of death. One month prior to death, the patient was placed in home hospice care for an unknown indication. An autopsy was not performed. Additional information is not available.